Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level exceeded safe limits, although specific values were not provided, resulting in a display of "high." To address the high blood glucose level, the customer administered a correction bolus via the pump. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin usage.